Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9180152, in which the customer suggests leakage was detected from a separation below the drip chamber of the infusion set. The product in use at the time is reported to be a 72213n-0006 from lot 22099029. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22099029 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. However, previous investigations have confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the drip chamber spigot tubing joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 72213n-0006 in the past 12 months.

Event description:
It was reported that bd secondary infusion set separated the following information was received by the initial reporter with the verbatim: "kindly note that upon my visit today to the hospital , I met with the oncology pharmacy who informed me that they have further incidents with the same product. " - related with pr# (B)(4). 9/nov/23: email from the bd sales rep: "I have managed to reach to the customer who was on sick leave. As per his feedback the events reported are exactly the same as : pr# (B)(4)." Incident of chemo spill due to breakage of the secondary set.- verbatim from (B)(4) please be informed that so far we had incident of chemo spill due to breakage of the secondary set. We have been using the same set for many years and never faced such issue. This can result in wastage of very expensive chemo medication and accidental exposure for end users. Accidental hd (chemo) exposure to end user during preparation in the pharmacy and administration. The users have reported a noticeable kink in the set between drip chamber and the tube.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.